Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 3.00x8mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was not able to cross the lesion. The device was removed from the pt and it was noticed that the stent edge was lifted up. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.